Manufacturer narrative:
The device was returned to olympus for inspection. Olympus confirmed foreign material came out of the nozzle of the device, but the type of the material or root cause cannot be identified from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign objects in the nozzle. There was no patient involvement.